Manufacturer narrative:
The actual device has been returned and evaluated. The reporter's complaint could not be confirmed. The device was tested and the complaint was not duplicated. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hemilaminectomy veterinary surgery the "toggle pin was slipping out at the base" of the hand control device. As a result, there was a four-five minute delay in the surgical procedure. An identical spare device was available for use. However, the surgery was continued with the same device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.